Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was not received in manufacture mode. However analysis was unable to perform displacement test due to missing retainer. The pump was received with a missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.

Event description:
It was reported that customer had physical damage on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.